Event description:
User facility reported that the device was placed into use with patient during childbirth for delivery of ropivacaine. When the nurse removed the device from patient use after birth. During removal from patient epidural space a portion of the catheter could not be located. The anaesthesiologist attempted to retrieve the catheter portion in patient epidural space but could not locate it. The catheter portion was later removed surgically. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.